Manufacturer narrative:
Retention products for the reported lot number were tested with clinical hcg-negative urine. Results were read at 3 and 4 minutes and all test devices produced expected negative results at the read time. Manufacturing batch records of the final-product, relevant product components, and quality control release data were reviewed. No relevant non-conformances, deviations, or abnormalities were found. All quality control specifications were met. The reported complaint for false positive hcg results was not replicated as retention products performed as expected. A root cause could not be determined based on the information provided. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Event description:
It was reported that on an unspecified date, the patient presented to the emergency room with abdominal pain. The patient was tested on the alere hcg combo cassette and received a positive result. Bloodwork was then performed and produced a negative hcg quant. No further information was available.